Event description:
The pt is status post total knee replacement who presented with an unstable knee and loose prosthetic. Pt underwent a femoral allograft in 2003. The orthopaedic surgeon swabbed the allograft prior to implantation. Later the culture grew out coagulase negative staphylococcus.